Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 311.44; synthes lot: 7550796; supplier lot: n/a; release to warehouse date: december 20, 2013; expiration date: n/a; manufactured by synthes jennersville. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the tap handle for sm taps & csk t-tap handle was received at us cq with the conical extraction screw (part 309.530 lot 9786270) stuck on the quick coupling and unable to be released. The t-handle was also bent and twisted. This is consistent with the reported complaint condition, thus confirming the complaint. Functional test: a functional test was performed, and the conical extraction screw will not release from the quick coupling of the t-handle. The complaint was able to be replicated, therefore the complaint is confirmed. Dimensional inspection: dimensional analysis was not performed as relevant features are stuck on to the conical extraction screw. Document/specification review: the following drawing(s) was reviewed; - tap handle for sm taps & csk t-tap handle conclusion: the complaint condition is confirmed as the t-tap handle was received with the conical extraction screw stuck on the tap handle. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal of all screws. During the procedure, the cannulated hexagonal screwdriver shaft broke and was unable to be released from the handle with quick coupling. Two (2) t-handles with quick coupling were both stuck on the extraction devices, conical extraction screw for large screws and conical extraction screw for cortex screws and are now permanently locked in. Cannulated hexagonal screwdriver was stuck on the 3rd handle with quick connect. Three quick connect handles above became jammed on three items, the extraction devices and the cannulated extra driver shaft. All pieces were retrieved and remove. It is unknown if there was a surgical delay. Procedure and patient outcome was good. This report is for one (1) t-handle with quick coupling. This is report 2 of 6 for (B)(4).